Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that test strips were missing from her onetouch ultramini system kit. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. The patient alleged that the product issue began at approximately 2:15 pm on (B)(6) 2010 when the patient first opened her glucose meter kit. The cca documented that the patient does not take oral medication or insulin injections to manage her diabetes. The patient informed the cca that she exercised earlier that day from 10:30-11:33 am. At 2:45 pm, the patient reportedly felt "sweaty, muggy, and fatigued." Prior to meeting with her doctor at 4:00 pm, the patient claimed that she ate a couple pieces of candy to treat her symptoms. The patient informed the mss that the purpose of the doctor's visit was to discuss the results of her previous blood tests for anemia and lupus. During the clinic visit, the patient's blood glucose was reportedly tested on the clinic meter and obtained a result of "48 mg/dl." The patient informed the mss that she was treated by the doctor with IV glucose and was released an hour later when her blood glucose reached "142 mg/dl." During the troubleshooting session, the cca explained to the patient that test strips were not included in the packaging of the meter system kits. Per protocol, replacement meter and supplies were sent to the patient under a related (B)(6). Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of severe hypoglycemia, and required acute medical treatment from a health care professional after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.